Event description:
It was reported the patient complained about the location of the implantable neurostimulator (ins) and they felt the ins migrated me daily . The patient had discomfort at the ins pocket when using arm movements. An appointment with the patient¿s healthcare professional (hcp) was scheduled for (B)(6) 2015. At the appointment, the patient mentioned gardening and bicycle riding and the hcp suggested the patient slow down on any vigorous activity. The system was on and there were no issues with therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0rgj8, implanted: (B)(6) 2015, product type: lead. Product ID 3387s-40, lot# va0rgj8, implanted: (B)(6) 2015, product type: lead. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3708640, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID 3708640, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. (B)(4).